Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the device shows high capture thresholds on the right atrial (ra) lead. The ra lead was found to have decreased sensitivity and decreased lead impedance. The ra lead remains in use. It was further reported that the right ventricular (rv) lead has decreased sensitivity and decreased lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.